Event description:
It was reported through the litigation process that an inferior vena cava filter was deployed after being diagnosed with deep vein thrombosis/pulmonary embolism. After an unknown amount of time post filter deployment, the filter allegedly had limbs extending through the confines of the inferior vena cava wall and tilted and embedded in the inferior vena cava wall making it irretrievable. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, three years one month of post deployment, computerized tomography-abdomen/pelvis was revealed that malpositioned inferior vena cava filter prongs, at least 2 of which extend into the right retroperitoneum, one into the right kidney cortex (301/507), in similar configuration. Around, two months and twenty-seven days later, x-ray abdomen 1 view showed that there was a malpositioned inferior vena cava filter at the level of the kidneys with 2 prongs of the inferior vena cava filter extending outside the inferior vena cava into the right kidney and right perirenal space. Around, seven months and three days later, computerized tomography-abdomen without contrast showed that the inferior vena cava filter was positioned in the inferior vena cava. The inferior vena cava filter has a leftward tilt. One of the right lateral struts have perforated through the inferior vena cava wall and extends into the medial portion of the right lower pole renal cortex. Another filter strut extends laterally adjacent to or into the posterior aspect of the descending duodenum. The hook of the inferior vena cava filter appears to be tilted leftward near the origin of the left renal vein and may be within the wall of the inferior vena cava or upper left renal vein. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. However, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6,b7,d4(expiry date: 01/2013),g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with lower extremity deep vein thrombosis and a contraindication to anticoagulation was scheduled for placement of an inferior vena cava (ivc) filter. The left common femoral vein was accessed percutaneously and a left iliac venogram was performed. This demonstrated a patent left iliac vein and ivc. The sheath and dilator were placed over the wire and advanced into the ivc and positioned at l3, dilator and wire were removed and central ivc venogram was performed. This demonstrated a widely patent ivc and the bilateral renal veins. The filter was then deployed in the ivc distal to the bilateral renal veins. The sheath was removed, manual pressure applied to the left groin and hemostasis obtained. The patient tolerated the procedure well without complications. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged filter tilt, perforation of the ivc wall, and difficulties removing the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter tilt. - filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported that an inferior vena cava (ivc) filter was deployed after being diagnosed with deep vein thrombosis/pulmonary embolism. After an unknown amount of time post filter deployment, the filter allegedly had limbs extending through the confines of the ivc wall and tilted and embedded in the ivc wall making it irretrievable. There were no reported attempts made to retrieve the filter. Based on a review of the medical records received, the patient with deep vein thrombosis and a contraindication to anticoagulation had a filter successfully deployed without incident. No alleged deficiency with the filter was identified and no additional information surrounding this event was provided in the medical records received.